Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had black particles on the outside and inside of the device. The device was returned to the manufacturer for evaluation. The device was disassembled and it was confirmed the particles came from a source outside the device. None of the internal components showed signs of degradation. The particles were present on the outside of the device and entered through the device's air inlet path.

Event description:
The manufacturer received information alleging a ventilator had black particles on the outside and inside of the device. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator had black particles on the outside and inside of the device. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The device was disassembled and it was confirmed the particles came from a source outside the device. None of the internal components showed signs of degradation. The particles were present on the outside of the device and entered through the device's air inlet path. The coding has been updated to reflect the fsn for sound abatement foam degradation.